Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
The report that the ipg was at end of life (eol) was confirmed. Analysis and a longevity calculation of the returned device confirmed it had declared elective replacement indication (eri) and end of life (eol) and that the normal battery depletion was due to usage.

Event description:
It was reported the pc and cp displayed the message "replace generator, the generator has reached end of its service. It is unknown if the battery depleted earlier. Company manufacturer stated patient has been running burst program 'burst 3'. Surgical intervention may be undertaken at a later time.

Manufacturer narrative:
B3-date of event is estimated.